Manufacturer narrative:
A partial lead with the connector pin measuring 13.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. Lead dislodgement suspected. Pace/sense portion of the lead was capped. Defib portion of the lead remains active.

Event description:
New information stated that on (B)(6) 2012, fluctuation of low sensing was noted. Due to patient's age and having never received therapy, the physician opted to turn the device off. Subsequent to the ICD being turned of f, the patient had a vf arrest. CPR was performed, and patient was fine. On (B)(6) 2012, the lead capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.